Event description:
Information received indicates the head siderails are not latching.

Manufacturer narrative:
The technician found the siderail latch mechanisms were rusted. The technician replaced the latch mechanisms to repair the bed.